Manufacturer narrative:
The catheter was returned and analysis found a non-conformance related the catheter body, specified as a hole caused by deep abrasion. The pump was returned and analysis found no anomaly. (B)(4).

Event description:
The drug that was used via the device system was morphine 25mg/ml in flex mode. Additional information received from the health care provider reported that the patient had an appointment scheduled on 2015 (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
Additional information regarding the removal of the morphine pump and intrathecal catheter procedure was received from a healthcare professional (hcp). It was reported that the patient presented with concerns of morphine pump failure. He presented initially requiring increased dosages of his morphine pump. It was stated that given the increased dosages continued to be required without patient progress, there was concern for possible pump failure. Additionally, there was concern for pump infection. Given the circumstances, the risks and benefits for an operative procedure in which we would remove the pump system in its entirety was explained to the patient per the hcp. It was indicated that he understood and was agreeable to proceed with the procedure. Preoperative and postoperative diagnoses included paraplegia and morphine pump failure. The patient underwent routine surgical procedures for removal. General anesthesia with endotracheal intubation was done. Pre-operative skin information overall had a condition within normal limits. It was noted that upon finding the morphine pump catheter, the catheter was freed from the scar tissue and its fibrotic attachment. The catheter was then cut proximal to the anchoring joint and good cerebrospinal fluid (csf) return was appreciated distally. The distal aspect of the cut catheter was then removed and the tip was saved for culture. It was also noted that upon entering the morphine pump pocket, ¿purulent-appearing¿ fluid was readily appreciable within the pump pocket itself and a syringe was then used to withdraw this fluid which was then sent off for culture. The remainder of the fluid was then suctioned out of the pocket. It was indicated that there were no intraoperative complications and that all counts were correct. There was no urine output recorded. Findings included the purulent fluid within the morphine pump pocket which was sent for culture and gram stain. There was minimal bloods loss and no drains. It was reported that the overall post-operative skin information condition was within normal limits and the positioning skin site was reddened as the skin was reddened but blanchable between knees and on dependent hip (left).

Manufacturer narrative:
Catheter's ((B)(4)). (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h823787613, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose ) via an implantable infusion pump. The indication for use was noted as intractable spasticity and head/brain injury. The patient medical history was noted as sci (spinal cord injury). The issue was noted that there was a "non-working catheter." It was unknown how the catheter issue was identified. The side port tap reportedly worked well. However, there was no effect despite dose escalations. There was also a suspected infection, and a culture was sent. The cause of the infection was unknown, but there was fluid in the pocket, with no discrepancy in pump volumes. The issue was resolved by the catheter being explanted on (B)(6) 2015. The patient status was unobtainable and as of (B)(6) 2015, the results of the culture had not been determined. The device was returned for analysis. If additional information becomes available, a follow-up will be submitted.

Event description:
Additional information later reported that the culture results were no growth.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.